Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined. The instructions for use referenced in the initial report is from IFU for the impella 5.5 with smart assist for use during cardiogenic shock, section: potential adverse events (united states), which now includes statement "(including ventricular perforation).¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Event description:
The user facility reported a 47-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that impella 5.5 pump support was ongoing for a patient in need of care escalation from a prior impella cp pump. A large hematoma at the surgical site was noted. The hematoma was unresolved and was worsening the next day so the patient was taken to the operating room for a hematoma evacuation and wound vac placement. The impella 5.5 pump support continued for 404 hours until weaned and left ventricle assist device was placed.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.